Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found have a broken distal clevis at the base of the clevis. The broken piece was not returned, measuring roughly 0.2765¿ x 0.1870¿ in size. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage. Additional findings not related to customer reported complaint: the instrument was found to have various scratches on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratches measured approximately 0.0810¿ - 0.01515¿ in length and are axially aligned with the tube axis. Components adjacent to this scratched main tube do not show damage.

Event description:
It was reported that during da vinci-assisted benign hysterectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument tip plastic was found to be broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted there was breakage of the instrument when removing it from the trocar outside the patient's body with no report of fragments falling from the device while used within a patient. The patient did not return to the hospital due to experiencing any post-surgical complications related to retention of foreign material.